Event description:
As reported, the balloon of a 6f¿7f mynx control vascular closure device (vcd) ruptured almost immediately after expansion during withdrawal of the system. The main body of the device was removed, and a new device was opened to complete the procedure without issue. There was no reported patient injury. Hemostasis was initially attempted using ipsilateral antegrade puncture, and balloon rupture occurred shortly after beginning to pull back the system. The procedure was interventional, and the deployer had completed training. A non-cordis sheath introducer was used. The femoral artery suitability, including insertion angle, was verified, and the device was used in an artery. The vessel diameter was confirmed to be greater than or equal to 5 mm, with no vessel tortuosity and no presence of peripheral vascular disease or calcium at the puncture site. No damage was observed to the device or packaging prior to opening, and the device was handled and prepared in accordance with the instructions for use. The device will not be returned for evaluation as it was discarded.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.